Event description:
It was reported by the patient that they do very physical labor. The patient feels that the device is not knowing when to increase their heart rate when they are carrying something heavy at work or when riding a bike. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).